Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported by the nurse that the patient's sensor insulin pump is leaking insulin. The patient's blood glucose level was 90mg/dl and the patient was in the hospital. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is not being returned. No further information available.